Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe plastipak 3ml s/su package seal integrity poor. Questionable - package damaged / defective / other. The following information was provided by the initial reporter translated from portuguese to english: -21 units have defect. Reason: 6 units - presence of foreign body inside the syringe body (appears to be similar to a piece of rubber from the stopper). Reason: 1 unit - failure to seal the packaging (flange too lateral). Reason: 1 unit - hole in plastic packaging (near nozzle). Reason: 4 units - stopper rubber defective/torn. Reason: 5 units - dark color on syringe plunger (similar to a scrape). Reason: 3 units - foreign body (one hair and 2 brown foreign bodies). Note: some packages have come with a very tight seal, tearing in the middle when opened, we are notifying one specimen... But several have already been discarded.

Manufacturer narrative:
Sample and photos received by our quality team for investigation. Upon visual inspection of photos, brown foreign matter was observed on the syringe, unable to identify if outside or inside, physical sample is required to analyze. Through visual inspection of samples, foreign matter, package seal integrity, and misaligned stopper are observed. Further evaluation was performed, foreign matter appears to be hair and ink spots inside the packaging. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Retention samples from the same batch numbers were evaluated, no defects or issues observed. Further evaluation was performed, there were no changes in the sealing gasket of the batch, all sealing parameters were within specification during batch production. Thirty-two retained samples from the same lot were evaluated, no holes or open seal observed. Foreign matter-ink: possible root cause is associated with the marking process due to a misalignment of the cutter and the inkpot causing the incorrect marking. Foreign matter-hair: manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. All individuals are required to follow proper gowning procedures before entering the room, including hair protection. While we could not identify a direct issue, the root cause of this incident is due to personnel not following the proper gowning procedure. Manufacturing personnel have been notified of this incident to increase awareness of this matter. Stopper defective: possible root cause is associated with tangling in the rod feeder, adjustment was made to the separating nozzles and the positioning was adjusted to the guides. Packaging seal: based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time. Sample received and in the evaluation we can see that the packaging is open in the sealing area, however, this opening may have occurred during the handling of the sample. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Complaints received for this device and defect will be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.